Event description:
It was reported by the ous that the impactor tip was broken by malleting when the implants were inserted. No pieces fell into the surgical site, no pieces were left in the patient. The surgeon replaced the 38mm impactor head. There was no delay and the patient was not adversely affected. The patient¿s health was stable leaving the operating room. The rep was present at the time of surgery. Two attempts were made to request additional information during remediation and a response was received. Per the rep, there were no problems noted at the post-op follow-up. The device was not returned. Patient demographic information will not be provided by contact. No additional information about the event has been provided.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech (B)(4) has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Information was not provided for: patient ID, age, gender, weight, ethnicity and race. Initial reporter country: (B)(6). The device was not available for analysis. Design-related issues: the design of the humeral liner impactor tip has been in the field since 2007. Exactech is aware of (B)(4) similar complaint reports involving (B)(4) broken humeral liner impactor tips since 2008. Because the humeral liner impactor tip is used in reverse total shoulder surgeries, sales data for humeral liners was used to calculate an approximate complaint occurrence rate of (B)(4). This is considered ¿very low¿ according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Mfg-related issues: exactech is not aware of any other complaints involving parts from this manufacturing lot of (B)(4) units, which has been in the field since 2015. Therefore, this issue does not appear to be manufacturing related. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for this humeral liner impactor tip, 750-2005-021-rmr instruments rev n, was reviewed. The risk is captured. Corrective actions are not required because the occurrence rate is ¿very low¿, and the risk is captured in the rmr. The broken device reported was likely the result of a stress riser introduced during impaction, which led to crack initiation, propagation, and ultimate fracture of the device. However, this cannot be confirmed as the device was not available for evaluation. IFU 700-096-181: instrument inspection visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. Device(s) used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There is no reported patient adverse event. The tip was broken; no pieces fell into the surgical site, no pieces were left in the patient.